Manufacturer narrative:
See section d4 for the lot number provided, as the sample has been received by the customer. The lot number was provided along with the sample received, and the device history record was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 11th july 2023. The sample received was physically inspected. An incomplete sample was received as the side arm part of the catheter was cut off by user to remove the catheter. Since incomplete sample was received, further investigation on the sample could not be conducted. Therefore, actual root cause could not be determined. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes. See section section d4: unique identifier (UDI) # has been updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when attempted to remove the product from the patient, the sterilized water in the balloon was not released so that the bulb part needed to be cut to remove from the patient; period of use: 7 days. There was no patient injury reported.